Manufacturer narrative:
Procedure was completed successfully without the bear implant.

Event description:
(B)(4) distributor reported the event. The bear implant became overhydrated with the patient's blood and turned to mush. Most, if not all, of the implant was unable to be inserted into the patient's knee. This was a proximal tear. The surgeon was comfortable with a primary repair without bear and chose not to open and hydrate another bear implant. Very minimal time delay (2-3 minutes) and no adverse patient consequences expected. Hydration took approximately 3 - 4 minutes.